Manufacturer narrative:
Csi ID# (B)(4).

Event description:
The patient experienced ventricular fibrillation during the attempts to treat the perforation. Defibrillation and cardioversion, in addition to CPR and intubation, were performed to attempt to resuscitate the patient. Periocardiocentesis was performed and 4cc of fluid and blood was removed, however, the patient expired.

Manufacturer narrative:
The results of the investigation are inconclusive since the reported device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. The material inspection report for the reported guide wire was unable to be reviewed, as the lot number was not provided. Csi ID# (B)(4).

Event description:
During a coronary procedure with a diamondback coronary orbital atherectomy device (oad), a perforation occurred, and the patient expired. The target lesion was located in a diffusely diseased section of the proximal to mid-left anterior descending coronary artery (lad). The lesion was greater than 75% stenosed, and was heavily calcified. The lad was moderately tortuous, and was 3.00 mm in diameter at the proximal area and 2.5mm in diameter at the mid-section. The lesion was wired, and 5 or 6 treatment passes were performed in the proximal and mid-lad with the oad. The oad was removed, and the viperwire guide wire also came back approximately three (3) centimeters. When contrast was injected, staining was visible in the distal lad, distal to where orbital atherectomy had been performed. It was determined that the staining was a contained perforation likely caused by the guide wire. Balloon tamponade and stenting were performed in an attempt to treat the perforation. The patient expired during attempts to treat the perforation, and CPR had been performed to attempt to resuscitate the patient. The physician's opinion was that the perforation contributed to the patient death.